Event description:
Customer states that her glucometer elite is reading too low. During recent evaluation her blood sugar results were in the 30-40 mg/dl range. Customer checked meter with control solution which likewise gave a low result. Check strip gave satisfactory results. Technique was reviewed and found satisfactory. The meter was requested to be returned for evaluation.